Event description:
Boston scientific received information that this device exhibited high, out of range shock impedance measurements due to a fracture of this right ventricular (rv) lead. The rv lead was explanted and successfully replaced. There were no additional adverse patient effects reported. The lead was sent to the hospital pathology department and was not returned. The device still remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.